Event description:
The complainant reported an under-delivery. It was reported that the intended amount was 1500ml; however, the volume feed read 1031ml and the amount remaining in the container was 1100ml for an actual amount received of 400ml.

Manufacturer narrative:
(B) (4). (B) (4)